Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Surgeon experienced difficulty getting the mako angled reamer handle checkpoint to pass verification during use. Examination of the reamer handle revealed 3 of the 6 fixation screws holding the distal end together to be missing. Another replacement handle was used, but this one was also found to have 3 screws missing. Both offset reamer handles had the same lot number. Tha 4.1.

Manufacturer narrative:
Reported event an event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results -product evaluation and results: visual inspection confirmed the event. Two screws are missing from the offset reamer handle. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.